Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for one patient sample. Of the data provided, only the results for gluc3 glucose hk were discrepant. The initial result was 198 mg/dl and was reported outside the laboratory. On 09/22/2016, the provider called the laboratory and said he did not believe the results reported for glucose, hdl-cholesterol, or triglycerides for this patient and requested that those assays be repeated. The sample was pulled and repeated. The glucose result was 81 mg/dl. The results for the other assays matched the initial results. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 12478101 with an expiration date of 04/30/2017. The customer had the staff repeat every glucose performed (B)(6) 2016 and every repeat result matched the original result within 3 mg/dl on every sample. The field service representative found the rotor was out of adjustment and the work station and rotor checks failed. He blew out the sensor for possible dust, adjusted the rotor belt tension and then performed a rotor belt adjustment. He ran a diagnostics check and a precision test. The field service representative believed there was an issue with the sample as the assay was the first sampling out of the tube. Further investigation could not determine a specific root cause. An instrument problem could not be confirmed as this would have affected additional assays as well as calibration and qc results. A pre-analytic or sample problem could not be excluded.